Event description:
Pt I initial alkaline phosphotase result of 0 u/I. Same sample repeated recovered 73 u/I. Pt 2 initial calcium result of >20 mg/dl, same sample repeated recovered 9.1 mg/dl. Initial results were not reported. The user determined the probe was bent and replaced the probe which resolved the issue. The field service rep also determined the rotor was out of adjustment. The instrument was repaired. Performance check tests were performed and within spec. The user reports no further occurrences.